Event description:
It was reported that a non-specific lead malfunction was observed. It was also noted that the patient underwent an unspecified corrective surgery. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Attorney.